Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
A deformity pt received a partial corpectomy or pedicle osteotomy and was implanted with a vas3 construct. The vas3 screws loosened from the rod in the lumbar region. This report is #1 of 10 for the same incident.